Event description:
Per the clinic, the patient experienced an adverse skin reaction and impaired healing post implantation. The patient was administered oral antibiotics (type and amount not reported) and the patient's condition is reportedly improving as of (B)(6) 2013.

Manufacturer narrative:
(B)(4): implanted device remains.

Manufacturer narrative:
Per the surgeon, the patient was prescribed augmentin on (B)(6) 2013, due to reported healing issues; the patient was then prescribed a one week course of keflex commencing on (B)(6) 2013. On (B)(6) 2013 an additional one week course of keflex was prescribed and the site was cauterized with silver nitrate. This report is filed october 22, 2013. Implanted device remains.